Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event was completed at mako surgical. A supplemental report will be filed when additional information is obtained.

Event description:
A surgeon previously performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants on (B)(6) 2012. The patient presented with pain during their two year follow up appointment. The patient then underwent a total knee arthroplasty revision surgery and the original femoral component was found to be loose.